Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic, wire insertion, device-to-device interactions and functional testing was performed on the device. The device could be loaded and tracked over a 0.0140 inch test guidewire and 5f guide catheter with no issues. The balloon could be inflated to rated burst pressure however the bumper tip was flared. No other device issues were identified during returned product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition due to anatomical factors. This code was selected as the most probable complaint cause based on the complaint information available. Although the device could be loaded on a 0.014 inch test guidewire, 5f guide catheter and inflated to rated burst pressure with no issues, slight flaring was noted on the distal tip. The unreported damage along with the reported removal difficulty likely occurred as the lesion was moderately tortuous, moderately calcified and 90% stenosed.

Event description:
It was reported that the balloon was stuck and was removed with a guide extension. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 6mmx2.50mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). After inflation, difficulty was experienced removing the device, there was a resistance, and it confirmed that it was stuck within the lesion. A guide extension had been inserted, so it was able to be retrieved when it was carefully advanced. The procedure was completed with the original device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon was stuck and was removed with a guide extension. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 6mmx2.50mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). After inflation, difficulty was experienced removing the device, there was a resistance, and it confirmed that it was stuck within the lesion. A guide extension had been inserted, so it was able to be retrieved when it was carefully advanced. The procedure was completed with the original device. No patient complications were reported.